Event description:
The report indicated that the cable connection could not be supplied between the g2 complex xtrasoft coil 3x8 coils ((B)(4) & lot unk) and the device. The coils that could not be detached were taken out. Additional information has been requested, and the products are expected for analyses.

Manufacturer narrative:
(B)(4). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt. This is one of two products associated with complaint (B)(4).